Event description:
Additional information was received on march 31, 2023. The pt reported that somewhere around 2010 (october 2, 2012 per device registration) the pt had an ins implanted with a paddle lead. About 5 years later (around 2017), the ins wasn't charging or working at all, so the pt stopped using it. They would feel stimulation for about 3 weeks and then it would stop working. It is unclear if the pt had the paddle lead replaced around 2017 as device registration does not reflect a lead replacement. The doctor suggested another company's generator, so the ins was removed and replaced with a boston scientific ins, which was connected to the existing paddle lead because the lead was scarred in and could not be removed. They stated the issue was resolved. The pt explained that because they currently have a system comprised of a lead from one company and an ins from boston scientific, it is unknown if they can safely get an MRI done that one of their doctor's is requesting, so the pt stated they are afraid to get an MRI.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6)2012. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated that the pt had a mdt stimulator placed a while ago but it wasn't working so it was replaced with a boston scientific device. Caller stated the mdt leads were still implanted and was inquiring about what leads they were. The caller believed it may have been a mdt scs but was not positive. The lead info and MRI compatibility were reviewed.